Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "inappropriate snap fit". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "application technique prep: place foley catheter into retainer. Directional arrow should point towards catheter tip, and balloon inflation arm should be next to the clamp hinge. Close lid, being careful to avoid pinching the catheter. Identify securement site by laying the device retainer on the front of the thigh, leaving 1 inch of catheter slack between insertion site and the statlock® device retainer. After placing the statlock® stabilization device off to the side, cleanse and degrease the securement site with alcohol per hospital policy. Let skin dry. Apply skin protectant, in direction of hair growth, to area larger than securement site. Allow to dry completely (10-15 seconds). Using permanent marker, write initials and date of application on the statlock® device anchor pad. Note: always secure catheter into the statlock® device retainer before applying adhesive pad on skin. Place and peel align the statlock® stabilization device over securement site leaving 1 inch of catheter slack. Make sure leg is fully extended. While holding the retainer to keep the pad in place, peel away paper backing, one side at a time and place tension-free on skin. Removal technique. Disengage. Open retainer by pressing release button with thumb, then lift to open. Remove foley catheter from the statlock® device. Dissolve wipe the edge of the pad using at least 5-6 alcohol pads until a corner lifts. Then continue to stroke undersurface of pad with alcohol to dissolve adhesive pad away from skin. Do not pull or force pad to remove.". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the customer was having issues with the foley statlock device securing 14fr foley catheters. Stated that they used foley statlock pediatric for sil cath (vfdssp) and foley statlock adlt for sil cath (fol0100). Stated that they were having issues when using with the 14fr catheter, it would close, but it did not latch properly and could pop open (pcn# vfdssp) and (pcn# fol0100), and also stated that the one catheter unable to fit at all (pcn# vfdssp) and ( pcn# fol0100).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer was having issues with the foley statlock device securing 14fr foley catheters. Stated that they used foley statlock pediatric for sil cath (vfdssp) and foley statlock adlt for sil cath (fol0100). Stated that they were having issues when using with the 14fr catheter, it would close, but it did not latch properly and could pop open (pcn#: vfdssp) and (pcn#: fol0100), and also stated that the one catheter unable to fit at all (pcn#: vfdssp) and ( pcn# :fol0100).